Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg (battery) received a low battery warning message. As a result, the patient opted for surgical intervention as the next course of action. According to the manufacturer's database, surgery was undertaken on (B)(6) 2017 wherein the original ipg was explanted and replaced with a new model.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Follow-up identified therapy has resumed and the issue resolved.